Event description:
The customer contacted baxter's technical service center to report a disconnection issue between a uv flash transfer set and a titanium adapter that occurred during use. This report addresses the uv flash transfer set. The disconnection happened when the patient was at home and the patient reconnected the uv flash transfer set to the titanium adapter. There was patient involvement.

Manufacturer narrative:
(B)(4). Email received on (B)(6) 2012 from the baxter representative reporting the patient was diagnosed with bacterial peritonitis with no patient symptoms. The patient was treated with vancomycin 2 g once daily (route unknown). The patient was not hospitalized for the peritonitis event but had home care nursing. This complaint is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. Reviews of manufacturing records revealed no issues and no deviations from standard procedure. No adverse trend was identified for this mechanism. A review of all batch record documents for (B)(4) was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available for evaluation. Therefore, the reported condition could not be confirmed nor could an assignable cause be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted if additional information is obtained.